Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) the patient presented with lower back pain, right leg pain and increasing buttocks pain. The patient received a lumbar epidural steroid injection at l4-5 on the right. On (B)(6) 2006 the patient presented with recurrent back to hip pain and right leg pain the pre-operative diagnosis was degenerative disc disease l3-4 and post laminectomy syndrome, the patient and underwent a l3-4 inter-laminar epidural steroid injection. No patient complications were noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2004 patient underwent "lumbar/lumbosacral fusion posterior technique, excision of intervertebral disc, fusion of 48 vertebrae, insertion of interbody spinal device (peek cages), insertion of recombinant bone morphogenic protein." On (B)(6) 2004 patient presented to hospital with c/o acute agitation, confusion, disorientation most likely to secondary alcohol withdrawal.